Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform excessive no delivery test or occlusion test due to prime anomaly. Analysis was unable to verify air bubbles in reservoir due to prime anomaly. The insulin pump was received with cracked reservoir tube and minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 398 mg/dl at the time of incident. The customer's blood glucose was 222 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer stated that they found air bubbles. The insulin pump will be returned for analysis.